Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Pump error 63 alarm noted in download history file. Problem isolated to electronic assembly.